Event description:
It was reported that the patient was trying to adjust stimulation and wanted help. The patient was assisted in synching and saw she was on program 2 at 0.7. The patient saw the stimulation off icon, so turned it back on. The stimulation was too strong on program 2 at 4.7, so the patient turned it back off. The patient decreased to 0.0 and then turned stimulation back on and increased to 2.0. The stimulation was comfortable walking and sitting. The patient noted that ¿she was on program 4 and about two weeks ago changed to program 2. On (B)(6) 2014 the patient changed from 4 to 2 and raised it to 4.7 and it hurt, but after a few minutes it was ok and that was where it was today.¿ the patient also reported never having therapeutic effect. The patient woke up on the morning of the report and was pretty wet. The patient stated that her symptoms were not good and ¿actually she had this four years and it had never worked properly.¿ the patient had been seeing her doctor regularly for four years and the doctor knew her problem. The patient also mentioned that she had a spinal stenosis problem and went to see her neurosurgeon ¿about a month ago.¿ the neurosurgeon told the patient that her stenosis could be interfering with her stimulation therapy. Additional information received reported that the patient just tried to increase the stimulation and then they had to change the patient programmer batteries and now the stimulation was too high and it was hurting them and they couldn¿t lower the stimulation. The patient changed the batteries and was able to decrease stimulation but the programmer batteries were close to dead. It was noted that the patient turned off the stimulation and would call back if they needed help after getting new batteries. The patient turned stimulation up to 3.9v and it was way too strong and the patient had it at 3.4v before. It was reported that the patient was able to turn down stimulation to 3.4v and verified that it was off and the batteries were too weak to adjust. Additional information received reported that the patient had an overstimulation sensation and had stimulation in the wrong location. Stimulation was too strong and the patient couldn¿t turn it down or off and it was hurting them and the issue began today. It was noted that the patient started feeling stimulation in the rectal area and the pulsating on and off was too strong and was causing them pain. The patient was feeling it farther back than they ever felt it before and they felt it more in the rectal area instead of the vagina. It was reported that the patient didn¿t make any adjustments and had no falls or trauma. The patient had tried all 4 programs in 4 years they had the device and none of them had worked for them. It was noted that the patient didn¿t think they had ever had any reprogramming done. The patient was on program 2 at 3.4v and this was too strong for the patient before so they turned it down to 3.0v before turning stimulation back on. It was stated that on this program the patient was feeling it in the rectum. The patient changed to program 3 at 4.5v and screamed out in pain when selecting program 3 at this level. It was reported that the patient turned it off and down to 2.7v before selecting a different program and the patient felt it in the back area. The patient changed to program 4 at 3.0v and the patient felt it dull and more in the back area. It was noted that the patient changed to program 1 at 4.0v and was going to leave it where it was. It was reported that the therapy had never worked for the patient since implant in (B)(6) 2010. The patient notified their manufacturer of the issue a long time ago at least 2 years ago and had called the manufacturer several times. It was noted that the patient¿s health care provider (hcp) didn¿t know why it was not working and the hcp told the patient they were feeling it in the right area. After the patient had the new device put in they still had not seen any change. It was reported that the patient was having a difficult time understanding how to make adjustments with the patient programmer and turn stimulation on and off with the programmer. Additional information received reported that the patient had an appointment on (B)(6) 2014. The patient put an ¿x¿ next to the statement that they did not have concerns with their device or therapy and also underlined that they were still having concerns with their device or therapy so it was unclear whether or not the patient¿s concerns had been resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v994410, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2010, product type programmer, patient. (B)(4).